Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The attorney also alleges wrongful death; no medical records, autopsy, or death certificate have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Device evaluated by MFR: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2015. It is also alleged by patient's attorney that on (B)(6) 2017, the patient had unspecified injuries related to a defect in the ventrio st, and underwent corrective surgery. It is also alleged, by the patient's attorney that on (B)(6) 2017, patient passed away. As alleged, this short form complaint asserts a claim for wrongful death by the personal representative for the estate of the patient. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."